Manufacturer narrative:
A portion of the product was returned. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition and the patient experienced a syncopal episode. The rv lead was observed to be fractured. An invasive procedure was performed. The device was explanted and replaced and a portion of the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.